Manufacturer narrative:
The field service engineer (fse) replaced a broken reset switch. The fse performed system shutdown and startup and noted platelet (plt) background failed. The fse replaced all three red blood cell (rbc) housings due to poor condition. The fse performed reproducibility test and red blood cell, hemoglobin, and platelet values were acceptable. The fse performed latron and 5c quality control and results were normal. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported erroneous red blood cell (rbc) results, for one patient, involving the coulter lh 780 hematology analyzer. The customer stated the initial sample analysis produced acceptable results but generated a delta check. Subsequent analysis of the patient sample produced results that matched the patient's previous data. Further investigation revealed an air leak in pump (pm2), the red blood cell (rbc) diluent dispenser. Air was observed leaking into the pump from the diaphragm during the dispense portion of the cycle. The customer stated patient results were not released out of the laboratory. There was no patient impact associated with this event. A review of the customer-supplied data indicates the initial sample recovered lower red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) with elevated platelet (plt) results without instrument generated flags, compared to results from the same sample reanalyzed on the original and alternate instruments, which were released and considered correct. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.